Event description:
The user contacted lifescan alleging the display of the one touch ping meter was fading. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. This complaint is bein reported, because the issue was not resolved through the troubleshooting. The patient denied developing symptoms or receiving any treatment. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.